Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, the stopper mis-assembly was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. No sample was returned for further analysis, therefore the root cause could not be determined.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper was not correctly attached and the contents leaked past it. As a result, the patient's blood pressure fell. The leakage was identified "after a few minutes" and a new syringe was used to bolus a dose, improving the patient's blood pressure. The following information was provided by the initial reporter: "1 metaraminol syringe had leaked during patient infusion. Customer reported the syringe was used in operating theatres on (B)(6) 2020. Customer stated that due to the stopper not being in the correct place/correctly attached, the contents of the syringe leaked from the syringe. The rubber stopper was not noticed to be faulty initially. The syringe was in a syringe driver/pump. Patient¿s bp fell and cause was not initially detected. After a few minutes the leaking syringe was identified and a new syringe used to bolus a dose and commence a new infusion. Patient¿s bp improved and the operation continued. There was no notable post operative complications." "Additional information was received from the customer on 13 nov 2020 confirming no damage was observed to the syringe or barrel and no reported damage to over-pouch or packaging. Customer advised theatres use agilia syringe drivers. No additional information provided."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper was not correctly attached and the contents leaked past it. As a result, the patient's blood pressure fell. The leakage was identified "after a few minutes" and a new syringe was used to bolus a dose, improving the patient's blood pressure. The following information was provided by the initial reporter: "1 metaraminol syringe had leaked during patient infusion. Customer reported the syringe was used in operating theatres on 8 nov 2020. Customer stated that due to the stopper not being in the correct place/correctly attached, the contents of the syringe leaked from the syringe. The rubber stopper was not noticed to be faulty initially. The syringe was in a syringe driver/pump. Patient¿s bp fell and cause was not initially detected. After a few minutes the leaking syringe was identified and a new syringe used to bolus a dose and commence a new infusion. Patient¿s bp improved and the operation continued. There was no notable post operative complications." "Additional information was received from the customer on 13 nov 2020 confirming no damage was observed to the syringe or barrel and no reported damage to over-pouch or packaging. Customer advised theatres use agilia syringe drivers. No additional information provided."